Event description:
During a pt use, it was reported that the device would not detect the pt's ECG thru the therapy cable. The device was however, able to detect the pt ECG through the ECG cable. There was no adverse event reported as the result of the device use and no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.